Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had aortic valve stenosis with calcification on the leaflets, including an especially large section on the non-coronary cusp (ncc). Pre-dilation was performed using a 20mm balloon. The valve ((B)(6)) was loaded by an experienced loader and showed no signs of frame overlap during x-ray valve check. The first deployment attempt was unsuccessful as the valve dislodged up to the ascending aorta. The valve was recaptured and a second deployment attempt was made, however infolding was observed. The valve was recaptured and removed from the patient safely. A new valve ((B)(6)), delivery catheter system (dcs) and compression loading system (cls) were successfully used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evproplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024 product ID l-evprop34 (lot: 0012105308); product type: 0195-heart valves product ID d-evprop34 (lot: 0012096140); product type: 0195-heart valves product ID l-evprop34 (lot: 0012105308); product type: 0195-heart valves section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus dcs; product ID d-evprop34 (lot: 0012210736); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: nine static images and one media file were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to the valve implantation. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that an infold occurred after one recapture and during a subsequent deployment attempt. The valve was deployed on the sterile field and an infold was confirmed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Evidence supports that a new valve was loaded, confirmed a good load, and was successfully implanted. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had aortic valve stenosis with calcification on the leaflets, including an especially large section on the non-coronary cusp (ncc). Pre-dilation was performed using a 20mm balloon. The valve was loaded by an experienced loader and showed no signs of frame overlap during x-ray valve check. The first deployment attempt was unsuccessful as the valve dislodged up to the ascending aorta. The valve was recaptured and a second deployment attempt was made, however infolding was observed. The valve was recaptured and removed from the patient safely. A new valve, delivery catheter system (dcs) and compression loading system (cls) were successfully used for implant. No adverse patient effects were reported. Additional information was received that the deployment starting point was mid pigtail. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 2-3 mm below zero. After the valve dislodgement, the implant depth was above zero to sinus of valsalva (sov). A medtronic (confida) guidewire was used during the unsuccessful attempt, then was changed to a non-medtronic (lunderquist) guidewire for next valve implantation. A procedural delay of approximately 20-30 minutes occurred as a result of the infold due to new valve crimping and the guidewire exchange. Per the physician, massive calcification of the patient anatomy which remained after pre-implant balloon dilatation contributed to the infold as the calcification compromised valve expansion and radial force, therefore resheathing went with unproper geometry of valve.

Manufacturer narrative:
Other medical products in use during the event include: product ID medtronic confida guidewire (lot: unknown); product type: guidewire; product ID cook lunderquist guidewire (lot: unknown); product type: guidewire; product ID 20 mm unknown balloon (lot: unknown); product type: dilatation balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.